Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery a pt presented with a hyperopic result. No further info is expected.

Manufacturer narrative:
The file indicated the use of an approved cartridge and handpiece. The product history records could not be reviewed for the iol or the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation.(B)(4).